Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances that measured greater than 125 ohms on the shock channel. The physician administered a commanded shock to test lead threshold integrity. The results revealed a stable shock impedance that measured 59ohms. The physician will continue to monitor the device. At this time, the ICD and rv leads remain in service. No additional adverse patient effects were reported.